Event description:
Reporter states that it has taken her a while to provide this report, but in 1980 she underwent a silicone breast implant, because she had fibrocystic breast disease. At that time she was told that fibrocystic breast disease was a pre-cancerous condition and to prevent from getting cancer it was advised to have the breast removed. At that time she was told that the surgery had been done since 1962 & few if any defects would develop and, for several years post-surgery, she was very happy with the results and didn't have any problem however, she began to develop symptoms/headache, ear aches, skin rashes, sensitivity of eyes to light and related within the course of 3 years. She states she was clueless that many of the symptoms could be equated with the implants. In 1992, the FDA declared a moritorium on the silicone implants and it was this same year that she had her implants removed. She's seen 30-50 doctors for a myriad amount of symptoms and has been diagnosed with atypical ms, fibromyaligia, connective tissue disease & osteo-arthritis. She has had her implants reviewed by a specialist (pierre blais of canada) who says that her implants were contaminated with two species of aspergilus ("niger" & "bufardi" (which is a bird disease) and apparently the contamination occurred at the time of manufacture. Reporter would like to know the total number of adverse reports of silicone implants, but can't find that information on the FDA web-site. She intends to do some follow up studies with others in her same situation.